Event description:
Consumer claims to have ear pierced with the inverness ear piercing system at a retail store on 12/3/97. Shortly after, he sought medical attention for an infection at the site of ear piercing. He was prescribed antibiotics.